Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system functioned normally. The system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Patient sex not available from the site. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, the registration was accepted on the third attempt but then there was an alleged inaccuracy of 2-3mm in the lateral direction. The surgeon continued on with the procedure and did not abort navigation. There was no delay in the case. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received. The issue was confirmed to be due to poor scan quality. A representative has followed up with the site to help improve the image quality, and they have had no further issues. If information is provided in the future, a supplemental report will be issued.